Event description:
The customer's wife reported multiple occurences of a signal too low alarm and unexpected restart alarms. The customer's blood glucose was 127 mg/dl. The wife stated the insulin pump was not stored or not in use for a long period of time. The customer was advised the insulin pump needed to be replaced due to the multiple occurences of the alarms. The insulin pump will be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.